Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user requested to return the ilet, stating the pump was not monitoring blood glucose well and expressing dissatisfaction with performance despite prior factory reset and prior training. Symptoms included hypoglycemia with reported overtreatment of lows noted in prior records, while the user attributed issues to the device. Outcomes included no injury requiring medical intervention and no hospitalization. Investigation included customer support review, user discussion of device performance, and offers of additional training and factory reset. Investigation of this case revealed no device malfunction confirmed, with user declining further troubleshooting and education; available information suggested possible user management factors contributing to perceived hypoglycemia control issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.